Event description:
It was reported that the patient's device is showing high impedance. It was stated there were no trauma or previous issues, and it was noted the patient is having to use rescue medication more often. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient & #39;s lead was replaced. The explanted lead was discarded no further relevant information has been received to date.